Event description:
Philips received a complaint from the customer reporting the v60 ventilator powered off (or shutdown) unexpectedly. The device was not in clinical use at the time the issue was discovered. There was no report of harm or other impact to a patient or user. The device did not meet specifications for intended use and was removed from service for further evaluation. A philips biomedical equipment technician (bmt) evaluated the device and reported the v60 was not receiving alternating current (ac) power when the power cord was plugged in. The bmt reported the v60 ac power and battery charging lights illuminated properly when the device was retested with a power cord known to be operational. The bmt observed the original power cord was physically damaged, twisted and overly stressed with coils. The bmt determined an original equipment manufacturer (OEM) power cord replacement was necessary to resolve the issue.